Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip grasped and locked onto tissue, but failed to release from the catheter inside the patient. The clip was pulled off the tissue and the procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation it was noticed that the clip assembly was fully deployed and not returned. The control wire was separated per design. There was a kink in the control wire. The over sheath assembly was not returned. Although failures were observed, problem as reported could not be confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A DHR review was performed by medventure for lot number ml000548c3. The DHR review revealed no deviation of the device specification, product process specification, the quality assurance procedure and specifications. All acceptance records demonstrate that the device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip grasped and locked onto tissue, but failed to release from the catheter inside the patient. The clip was pulled off the tissue and the procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure